Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately near the end of september.

Event description:
It was reported that the patients ipg was non-functional after receiving the end-of-life message. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1432, (sn (B)(6)). The returned ipg was analyzed, passed all the required tests and revealed no anomalies. With all the available information, boston scientific concludes that the primary cell ipg met the expected longevity of 5 months. The ipg reached the eri (elective replacement indicator) stage with eui (energy use index) 100 after 198 days (6 months and 14 days) in service.

Event description:
It was reported that the patient's ipg was non-functional after receiving the end-of-life message. The patient underwent an ipg replacement procedure and was doing well postoperatively.